Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/12/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a fibertak pulled out or detached the suture anchor from the bone, causing a failure of fixation. This was discovered during an mpfl reconstruction procedure to repair patellar instability on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.